Manufacturer narrative:
The investigation for the reported placement signal and low pump flow issues has been completed. The product was returned, and the issue was confirmed. The field logs were reviewed, and placement signal not reliable and high purge pressure alarms were confirmed. Evaluation of the returned pump did not reveal any abnormalities. The pump was connected to a console and purged normally with purge flow of 6.0ml/hr and purge pressure of 600mmhg. Also, the differential pressure sensor appeared to be functioning normally. No alarms were reproduced. Per the results of the clinical review and investigation, the root cause could not be determined through this investigation as the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the pump was explanted and replaced due to low flows/high purge pressure. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. Corrected information from initial MFR 1220648-2024-24357. B1: corrected to include adverse event. B2: corrected to include required intervention to prevent permanent impairment/damage (devices). B5: corrected date of event. Corrected complaint to include hemolysis and purge pressure issues. H1: corrected to serious injury. H6: corrected codes for hemolysis, explantation, unexpected medical intervention, and increase in pressure.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. It was reported while on impella 5.0 support, the pump purge pressure was high, and the purge flow was decreasing. Tissue plasminogen activator lysis protocol was performed. The purge pressure did not decrease; however, it did not continue to increase. On (B)(6) 2021 the lysis protocol was performed again, and the purge cassette was changed. There was no change to the purge pressure or purge flow and the lysis protocol was repeated a third time without any effect on (B)(6) 2021. Additionally, on (B)(6) 2021 the patient began experiencing hemolysis. The medical team decided to proactively replace the impella. On (B)(6) 2021 the impella 5.0 was replaced. There was no additional patient harm reported.